Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a laser probe would not fit into a trocar. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the laser probe could not be inserted into the trocar. The surgery was completed by replacing the laser probe. There was no patient impact reported. No sample returned for evaluation. With no additional, related information provided, the customer reported event was not able to be confirmed. The laser probe, l/n 16029265x) was manufactured on july 13, 2016. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).